Event description:
It was reported that the patient with this pacemaker device exhibited undersensing. The patient had called in with symptoms and sent patient-initiated interrogation (pii). The health care professional (hcp) had called in to review the rhythmic episodes. Technical services (ts) stated that there were cross chamber events which were blanked, creating functional undersensing. In addition, the patient had an accelerated ventricular rhythm that at times was also very irregular. Ts discussed options for reprogramming. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited undersensing. The patient had called in with symptoms and sent patient-initiated interrogation (pii). The health care professional (hcp) had called in to review the rhythmic episodes. Technical services (ts) stated that there were cross chamber events which were blanked, creating functional undersensing. In addition, the patient had an accelerated ventricular rhythm that at times was also very irregular. Ts discussed options for reprogramming. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the right ventricular (rv) lead exhibited out of range pacing impedance measurements, measuring less than 200 ohms and lead safety switch (lss) was triggered. Technical services (ts) reviewed the presenting and stated that the event was listed as ventricular tachycardia (vt) as false positive due to oversensing of noise due to unipolar sense configuration from lss. There was 14 seconds of oversensing but no asystole as patient has their own rhythm coming through. Ts recommended programming options. This device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.